Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins explanted and replaced with a competitor device due to the placement of the ins. The patient stated that they moved and that their new hcp only worked with the competitor company devices. It was noted that the initial manufacture's lead was still in the patient's body. Follow-up was conducted. No further complications were reported.